Event description:
The customer reported that the device issued a "speaker malfunct." Inop. The customer stated that there was a loss of audio in addition to the inop. There was no allegation of a death or a serious injury.

Manufacturer narrative:
(B)(4). When there is a loss of audio, the device is designed (as documented in the risk management summary (rms) to generate a "speaker malfunct." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The labeling describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. A philips field service engineer (fse) performed troubleshooting on the device, and the conclusion was that the issue reported by the customer was confirmed; the x2 did not make sound during boot-up the first time it was rebooted. It seems like there is an intermittent issue here. The cause is unknown and the fse could not reproduce it in the field with the test described above. With additional reboots, the problem eventually was cleared, but as the fault was acknowledged by the fse to be intermittent, it seems likely that the customer did indeed experience loss of audio at the time of the incident (at least we cannot prove that there was sound for certain at the time of the incident, so this remains a reportable event). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.